Event description:
International customer reported that a pt presented with an abdominal wound dehiscence at an unspecified time following an initial surgical procedure, the pt was returned to surgery for repair. The surgeon reports that the suture broke. No further info was provided.

Manufacturer narrative:
Date sent to the FDA: 4/2/2008. Result: representative samples of the returned product were tested for knot pull tensile strength and in vitro breaking strength retention (bsr). The results obtained were above the requirements for tensile strength and bsr. Conclusion: no failure detected and the product exceeds tensile strength requirements. The actual device associated with this event is not known international affiliate reports the following possible products: lot: aa8khpq0, mfg date: 01/2008, exp date 06/30/2013; lot: aa8jkgq0, mfg date: 01/2008, exp date 06/30/2013; lot: aa8hdsq0, mfg date: 01/2008, exp date 06/30/2013; lot: zm8lbhq0, mfg date: 11/2007, exp date 12/31/2012; lot: zm8lzdq0, mfg date: 11/2007, exp date 12/31/2012. A review of the batch manufacturing records was conducted. This review did not identify any non-conformance's and the batch met all finished goods release criteria.